Event description:
It was reported that during unpacking for a percutaneous coronary intervention procedure a foreign material was found inside the sterile package. The target lesion to be treated was in the right coronary artery(rca). It was noted that an object looked "like a hair" was found in the sterile package of the 2.75 x 16mm promus element plus stent delivery system. The procedure was completed with a 2.5 x 16mm promus element stent delivery system. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during unpacking for a percutaneous coronary intervention procedure a foreign material was found inside the sterile package. The target lesion to be treated was in the right coronary artery(rca). It was noted that an object looked "like a hair" was found in the sterile package of the 2.75 x 16mm promus element plus stent delivery system. The procedure was completed with a 2.5 x 16mm promus element stent delivery system. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device has been received inside the unopened header bag. There was no issue noted with the seals of the pouch. Foreign material (fm) measuring 5 mm in length and <0.5mm in width was identified inside the pouch. The fm was located on top of a coil clip, visible through the clear plastic of the header bag. The size of the fm was compared against the fm specification and found to be within area specification of 0.8 mm^2. The fm was removed from the pouch for further analysis. Scanning electronic microscopy (sem) showed the fm has the appearance of a hair. Fourier transform infrared spectroscopy (ftir) analysis was carried out. The ftir spectra for the sample correspond to keratin, the main component of hair. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "user preference issue" as the particulate matter identified in the pouch of the complaint meets the specification criteria. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).